Event description:
It was reported that device damage and difficulty deploying occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system were used. When deploying the wds, the shaft was noted to be deformed and the physician encountered difficulty deploying the closure device. After successfully recapturing the closure device, the wds was removed and the procedure was completed with another of the same device. There was no patient harm.

Manufacturer narrative:
Device evaluated by MFR.: the returned 33mm watchman delivery system and closure device were microscopically and visually analyzed. Device analysis was unable to confirm the reported event of difficulty deploying the implant as clinical circumstances could not be replicated. However, device analysis was able to confirm the reported event of damage. The sheath had numerous kinks and abrasions on the inside of the sheath at the tip. There was a severe kink 5.5cm proximal of the tip and the core wire was kinked in the same location. The tip was damaged as the tri-cuts were flared and torn and the implant had anchor damage. The observed tip and anchor damage is consistent with deploying and recapturing the implant and then re-deploying in the anatomy. There was no other damage or defects found. The implant was deployed during analysis with no resistance or issues. It was considered likely that the reported events occurred as a result of factors encountered during the procedure.

Event description:
It was reported that device damage and difficulty deploying occurred. A left atrial appendage (laa) procedure was being performed. A watchman access system (was) was positioned and a 33mm watchman laa closure device & delivery system were used. When deploying the wds, the shaft was noted to be deformed and the physician encountered difficulty deploying the closure device. After successfully recapturing the closure device, the wds was removed and the procedure was completed with another of the same device. There was no patient harm.